Event description:
It was reported that the user experienced difficulty achieving a consistent charge with the charging pad despite following proper charging practices, and a replacement charger was provided. Investigation of this case revealed no visible physical damage to the charger and an inability to reproduce the charging inconsistency remotely. Symptoms included no reported clinical effects. Outcomes included no impact on health and no need for medical intervention. It was concluded that the device exhibited a charging performance issue of undetermined cause, and replacement supplies were provided to restore function.